Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. Concomitant patient medication: ass, pantoprazol, metoprolol, amlodipin, ramipril, simvastatin

Event description:
On (B)(6) 2016, the patient was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. After full deployment of the trunk-ipsilateral leg component rlt281416/14646944, a contralateral leg component pxc121200/14567933 was inserted into a dsl1228/14720655 dryseal sheath without difficulty. With the sheath inside the contralateral gate of the trunk, it was not possible to advance the contralateral leg component through the proximal end of the sheath. No anatomical issues were reported. After a second futile attempt of moving the pxc device through the proximal end of the sheath, intra-operative imaging showed that the rlt endoprosthesis had experienced an upward movement of approximately 7 cm from it's original position, covering both renal arteries. To remedy the situation, two balloons were inserted into the trunk-ipsilateral leg component and the device was subsequently repositioned to its previous location below the renals. Two isthmus stents were inserted into the right and left renal arteries to maintain patency. Additionally, the dryseal sheath was removed from the patient and replaced with a 14fr cook sheath. The pxc121200 contralateral leg component was advanced without issues. The patient tolerated the procedure.

Manufacturer narrative:
The gore® dryseal sheath dsl1228/ 14720665 as well as the catheter portion of the contralateral leg component pxc121200/14567933 were returned to gore and an engineering evaluation was performed. The investigation of the dsl1228 dryseal sheath revealed that the tip of the device did not show evidence of damage or occlusion. Also, no difficulty was experienced when inserting the dilator into the sheath¿s valve or through the sheath. The visual inspection of the pxc121200 contralateral leg component catheter portion found no unusual damage to the catheter. Since the event focuses on the gore® dryseal sheath, the aaa catheter was not evaluated any further than the visual examination. The root cause could not be determined because the event description was not confirmed.